Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their one touch ultra easy meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first occurred on (B)(6) 2014. At 10:30 am that day the patient obtained an elevated blood glucose reading of ¿20.0 mmol/l¿ with the subject meter, which they felt was higher than their feelings/normal readings. The patient manages their diabetes with 12 units of an unknown type of rapid acting insulin which they take 3 times per day. However, in response to the elevated reading obtained at 10:30 am the patient took 14 units of insulin instead of their usual dosage of 12 units. Later that day at 11:59 am the patient tested their blood glucose with the subject meter and obtained a result of ¿15 mmol/l¿. In response to this result the patient administered a further 8 units of insulin. At 1 pm the patient developed symptoms of ¿sweating and unpoised¿, and at this time the patient¿s wife gave the patient ¿dextrose and food¿. Later on the same day at 8 pm the patient tested their blood glucose on another meter and obtained a reading of ¿2.3 mmol/l¿ which the patient felt was accurate. In response to this, the patient ate food and resumed their regular diabetes management regimen thereafter. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The subject meter was requested for evaluation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/06/2014), the patient¿s meter has been returned on 9/23/2014 and evaluated by lifescan product analysis on 9/25/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.